Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Physical deconditioning [physical deconditioning]. Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via licensee and described the occurrence of physical deconditioning in a patient who received double salt dental adhesive cream (poligrip) cream for an unknown indication. On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced physical deconditioning and accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the physical deconditioning and accidental device ingestion were unknown. It was unknown if the reporter considered the physical deconditioning and accidental device ingestion to be related to poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the patient's family accidentally swallowed poligrip one-third instead of a toothpaste (serious criteria gsk medically significant). Then, health of the patient's family broke down (seriousness: non-serious). On an unknown date, the outcome of health of the patient's family broke down was unknown. No further information is expected.